Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. This is a combined initial + final report which includes the investigation findings. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed empirically based on observations made by the clinical specialist. Available information suggests procedural related factors likely contributed to the event due to information received from the onsite clinical specialist that confirmed a second device implant was attempted. When trying to optimize the posterior leaflet, the device tore some of the first device's chordae, in turn causing the slda. Additional information received confirmed a total of 3 aces were implanted and the third one was implanted to stabilize the slda. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in mitral position where the first ace was successfully deployed without having an slda (single leaflet device attachment) at medial a2/p2. The second device was attempted at central a2/p2 (lateral to the first device). When trying to optimize the posterior leaflet, the device tore some of the first device's chordae, in turn causing the slda. The first device was attached to the anterior leaflet and appeared at the end of the procedure to have some chordae attached to it. The procedure was completed successfully with mr being reduced from severe to moderate-severe. A total of 3 aces were implanted and the third one was implanted to stabilize the slda.